Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting high threshold measurements at a follow-up appointment. During the investigation, impedance measurement spikes above 2000 ohms were noted on a few occasions. The pocket was opened for a normal device changeout procedure and the lead was tested through the pacing system analyzer (psa). Testing in the lv tip configurations resulted in loss of capture and impedance measurements greater than 4000 ohms. All other configurations tested appropriately with measurements within normal parameters. As a result, it was suspected there was a fracture. The lead was programmed to lv tip to can configuration and the lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.